Event description:
On december 10, 2009 the facility's senior biomedical engineer reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the stop button is inoperable. The reported condition occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)